Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). The physician assessed that the ipg rubbed against the belt line which moved the ipg in the pocket, resulting in the difficulty charging. Troubleshooting was unable to resolve the issue, therefore, the patient underwent a revision procedure where the ipg was moved laterally from the flank to the abdomen and two lead extensions were added. The patient was doing well postoperatively.